Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the rep met up with the patient to review an x-ray after the patient stated she fell. The lead looked pretty good, impedances were normal. The lead shifted down an electrode or two. The device was reprogrammed, and adaptive stim was reset. The physician is aware. Nothing further is planned at this time. Issue is resolved.